Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system, with the implant inside the sheath. The device was bloody. The implant was deployed during lab analysis and was consistent with the reported information. Analysis of the implant, tip, core wire, sheath, hub/valve included microscopic and visual inspection. Inspection revealed the stopcock detached from the y-connector with damage (abrasion/scrapes). The threads of the damaged area had adhesive, indicating the device was properly processed. Inspection of the rest of the returned device found no other damage or irregularities. Functional testing of the device done by reattaching the bsc stopcock to the y-connector. The stopcock attached easily and firmly. A syringe (filled with water) was attached to the stopcock and positive pressure was applied, and then negative pressure was applied. This prep was executed 4 times, each time the prep was done, air bubbles were looked for along with backflush. The device prepped in the expected fashion, backflush was obtained and there were no air bubbles stayed in the y-connector/valve of the device.

Event description:
It was reported air entered the device and an air embolism with heart block occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 21mm watchman laa closure device and delivery system (wds) were used. The wds was prepared and air was purged out. Upon introduction into the was, air was noticed in the system. The wds was removed and it was noticed that the y-adaptor valves were loose. It was also noted that the patient experienced st elevation and heart block because an air embolism occurred. The patient was treated with medication and monitored. A neurologist was called into the case to perform angiography of the vessels in the neck, head and brain to look for filing defects (due to air embolism) which did not show that the air embolism traveled to the brain. The procedure was eventually completed with another 21mm watchman closure device successfully implanted. The patient awoke from anesthesia and was doing well post procedure.